Event description:
It was reported that the user received a sensor failure and was unable to pair a freestyle libre 3+ sensor to the ilet bionic pancreas system because the sensor was started from the pump rather than through the ilet app, which led to a pairing failure and a notification that the sensor was in use by another device. No clinical signs, symptoms, or conditions were reported. Outcomes included user education, resolution steps, and the user applying a new sensor. User support included technical troubleshooting and user guidance on the correct pairing workflow. Investigation of this case revealed that the event was consistent with use error and incompatibility of setup sequence, as the freestyle libre 3+ sensor must be started in the ilet app to enable pairing with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.